Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system won¿t turn on and there was no power in main cabinet. Upon further inspection, philips remote service engineer (rse) checked the system and confirmed that there were no lights on circuit in power distribution unit. Rse informed the customer to insure the correct incoming voltage for the system. Customer informed that they will order part and do in house repairs. The codes were updated based on the investigation outcome.